Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump was giving him some errors last night and all his information was lost. Customer's blood glucose was 530 mg/dl at the time of the incident. Customer treated with the pump. Customer stated that his pump was off when he looked at it. Customer was advised that he experienced an unexpected restart. Customer reported that the pump was not stored without a battery for over 8 hours. Customer stated that the pump error 23 has not occurred more than once after a battery change. Customer was able to rewind and it was explained that this is normal behavior. Customer was advised to monitor the pump. Customer declined troubleshooting for high blood glucose. The pump passed the self-test. Customer will be sent a battery cap replacement.